Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported that during a patient event, the customer's device failed to deliver a defibrillation shock. This reportedly occurred during an event where the patient was in a ventricular fibrillation rhythm in the ep lab. Following the reported device failure, the patient reportedly self converted from the ventricular fibrillation rhythm, to a non-shockable, stable rhythm. No additional patient event information has been provided by the customer. There were no adverse effects reported to have been caused to the patient as a result of the reported failure.

Manufacturer narrative:
After additional review of the electronic patient record and the key log downloaded from the device, it was observed that the cause of the reported issue was due to the selector knob being pressed after the defibrillation charge was activated. The pressing of the selector knob caused the defibrillation charge to be dropped.